Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 106mg/dl. The caller stated that the insulin squirted out during the manual prime process, and the device alarmed. The mother also stated that the insulin pump was stuck on the rewind/bolus delivery loop. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a cracked battery tube threads and bleeding lcd glass.